Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: during investigation, the keypad cover was found intact and all keypad buttons were responsive. The keypad cover was removed to find no defects to the button contacts. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. Evidence of moisture was found on the keypad flex connector. The complaint of under responsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the case seal below the bumper. Additionally, the pump was cracked between the case seal and the keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).